Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads . Upn: m365sc2218500 . Model: sc-2218-50. Serial: (B)(6). Batch: 17317391. UDI: (B)(4).

Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The lead had a high impedance after being connected to the new ipg. The lead was stuck when they tried to take it out and eventually came out after several attempts however physician noted that the proximal contact appeared to be loosened. It took several tries to get the lead back in with only one high impedance. The lead remains implanted, and patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.